Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the section b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high out-of-range pacing impedance measurement, measuring greater than 2026 ohms in the right ventricular (rv) channel. There were no adverse patient effects reported. The device and rv lead remains in-service.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high out-of-range pacing impedance measurement, measuring greater than 2026 ohms in the right ventricular (rv) channel. There were no adverse patient effects reported. The device and rv lead remains in-service.